Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfqf027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle can¿t be retracted. Patient status/ intervention: change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty retracting the needle into the safety mechanism was confirmed, but the exact cause was unknown. An image of the reported sample was provided. It could be seen in that photograph that the safety mechanism was partially engaged over the needle, but the needle tip was not contained within the safety mechanism. No observable evidence suggested the cause of this event. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the needle can¿t be retracted. Patient status/ intervention: change new needle.